Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) patient. It was reported the doctor accidentally implanted the sensor in a vessel that was too small. In turn, a dampened waveform occurred. Imaging revealed the sensor was in a branch that was not intended for deployment. As a result, another sensor was implanted in the correct branch and deployment was successful. The patient's issue has been deemed corrected/resolved.